Manufacturer narrative:
The complaint device is not being returned and no further information has been provided till date that would help in the investigation. A batch record review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. From the complaint history, it seems that this failure is an anomaly and an isolated incident. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Pain. Reactional synovitis of shoulder. Recurrent and recalcitrant extravasation. Spontaneous fistulization. Persistent pain. Lack of tendinous injury healing. Undertaken actions: iterated surgical synovectomy. Shoulder injection. Late healing. Associated medwatch numbers: 1221934-2015-00999, 1221934-2015-01001.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event. The additional information will reportedly be forwarded to depuy mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Event description:
Pain. Reactional synovitis of shoulder. Recurrent and recalcitrant extravasation. Spontaneous fistulization. Persistent pain. Lack of tendinous injury healing. Undertaken actions : iterated surgical synovectomy. Shoulder injection. Late healing. Associated medwatch numbers: 1221934-2015-00999, and 1221934-2015-01001.